Event description:
It was reported via repair work order that patient right brake pedal was missing. The brakes required excessive force to engage allegedly due to a lack of lubrication in the brake cams. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported